Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a puncture on the top of the internal packaging of an hls set was detected prior to use. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a puncture on the top of the internal packaging of an hls set was detected prior to use. No patient was involved. The hls set was technically investigated in the getinge laboratory on 2022-06-27. Upon visual inspection a hole with a diameter of 9,6mm could be confirmed. In addition damages were noted on the other packaging parts. After opening the hls set it was noted that the velcro straps were loose and the so2- connector was slightly kinked. The most probable root cause could be determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000221755 were reviewed on 2022-07-05. According to the final test results, all hls sets with lot#3000221755 passed the tests as per specifications. This complaint is part of the CAPA#626941 and all further actions will be performed within the CAPA. Based on the investigation results the reported failure "hole in tyvekcover" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).